Event description:
The customer reported the surgeon used healon and the foam tip plunger (ftp) did not expand as usual, resulting in it overriding and tearing the cc4204a collamer single piece lens during insertion. The surgeon enlarged the incision,cut the lens and removed, then discarded it. Sutures were needed. The reporter said the faulty ftp caused the event but the injection system had been discarded.

Manufacturer narrative:
(B)(4): evaluationmethod - lens work order search.results - a lens work order search was performed on the lens and there were no similar complaints found. Conclusion - (unable to confirm). Based on the complaint information and the lens work order search, we were unable to confirm this complaint. The foam tip plunger was not returned. (B)(4).

Manufacturer narrative:
Method: device history review (DHR). Results: a DHR was performed on lens and foam tip plunger (ftp) manufacturing process and all steps were performed in accordance to sops and all parameters were within specifications. The root cause analysis determined the cause was not likely related to the lens or ftp manufacturing process. Conclusion: based on the complaint information, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).